Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event, the stent component was detached from the delivery system. No appearance of damage was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue in the complaint regarding the stent being prematurely detached was confirmed; the stent component on the returned device was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9714816. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9714816. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During an endovascular embolization procedure on (B)(6) 2026, it was reported that the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9714816) was impeded in the hub of the microcatheter (unspecified competitor brand) and could not be inserted into the microcatheter. The physician tried to retract the stent, but the stent was found to have prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced the stent with another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9714816) and replaced the microcatheter with a 150cm x 5cm prowler select plus microcatheter (606s255x / 31601095), but the second stent was also impeded in the hub of the prowler select plus microcatheter and became prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the second stent and second microcatheter and replaced both devices to complete the procedure, which was reportedly prolonged by about 15 minutes. There was no report of any negative patient impact. On 11-feb-2026, additional information was received. The information confirmed that the procedure was targeting an aneurysm on the anterior communicating artery. The target vessel did not have any significant vascular tortuosity or calcification. An adequate continuous flush had been maintained through the microcatheter. The information confirmed that the first stent was impeded a non-j&j microcatheter and then became prematurely detached in this microcatheter. The second microcatheter was the prowler select plus and the second stent also became impeded and ultimately prematurely detached in the hub of the prowler select microcatheter. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the physician did not consider the reported 15-minute delay in the procedure to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.